Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of a surface ECG revealed the pulse generator exhibited a single beat of loss of capture. The autocapture feature was turned off and pulse amplitude was reprogrammed. No patient symptoms were reported; the patient would continue to be monitored.